Manufacturer narrative:
Results: the cat6 was kinked and ovalized from approximately 127.5 ¿ 129.0 cm from the hub. Conclusions: evaluation of the returned cat6 confirmed a kink and revealed an ovalization at the same location. These types of damages typically occur if the device is forcefully advanced against resistance. Manipulation of the cat6 within the previously placed stent may have contributed to the resistance. During functional testing, the cat6 was advanced through a demonstration neuron max with resistance due to the kink. The non-penumbra sheath was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral-popliteal vein (fem-pop) using an indigo system cat 6 kit. It was reported that the target vessel was previously stented. During the procedure, while advancing the indigo system aspiration catheter 6 (cat6) through a non-penumbra 6f sheath and inside the previously placed stent, the cat6 became bent; therefore, it was removed. Upon removal, the physician noticed that the distal end of the cat6 was kinked. The procedure was completed using another cat6 and the same sheath. There was no report of an adverse effect to the patient.